Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site medibo n.v (under registration #3004468271). As of 2011, that number was de-activated due to the site no longer shipping product to the USA and until 2014 complaints related to these products were handled by arjohuntleigh, a branch of arjo limited med ab and any medwatch reports were submitted under registration #1000381138. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. On 7 feb 2018, an arjohuntleigh representative was informed about an incident related to the sara 3000 active floor lift. The issue occurred in the (B)(6) nursing home located in germany. Following the complaint's description, the 86 years old male lost his body weight balance and tipped forward onto the lifting arm. As a consequence of the event the resident suffered the sprained wrist and bruised eye and he was ambulatory treated in a hospital. The customer was visited by arjohuntleigh representative on 15 feb 2018. It was clarified that the incident occurred during raising the resident to a standing position with using the sara 3000. As per customer's description, the worn silence blocks of the knee support broke down and the resident fall forward. The silence blocks are inserted between the knee support holder and a metal chin plate to which the knee support is attached. The purpose of the silence blocks is to provide greater flexibility of the knee support to enable them to fold (to a certain degree) in the direction that the patient's legs move. During the device examination, it was observed that the sara 3000 was not according to the manufacturer's specification as the silence blocks were 'totally worn.' No maintenance records were made available to arjohuntleigh because the device was serviced directly by the customer (not arjohuntleigh), so we are not able to confirm how long the silence blocks were used and if the device was regularly serviced. It should be emphasized that the involved device was is use for over 10 years and was subject to wear and tear during this time. The following actions describes in the operating and product care instructions (opci kkx81010m-en rev.3 from october 2006) should be performed in recommended intervals to ensure that the product remains within its original manufacturing specification, for example: the caregiver is obligated weekly to "perform a full function test on the sara 3000" and "make sure all fixings, screws, nuts are secure and tight." If any problem occur before the use, the device should be excluded from use until will be repaired. There is a very low possibility of any potentially risky situation to occur if the caregiver follows every guideline given in the device lift opci as the device's labeling informs the user step by step how the lifting procedure shall be performed. It should be emphasized that the device is dedicated only for the users who are intended to have an active participation in the transfer process - from raising the patient to the standing position to the transfer with the lift. In other words, the intended user group as indicated in the device labelling, is to be mentally and physically capable of at least partial standing capability and stability. The device labeling clearly states: "warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person. Furthermore, the transfer shall always be performed under supervision of trained personnel "sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident." When reviewing similar reportable events registered for sara 3000 and similar active lift registered in the last 5 years, we have found any complaint directly related to investigated issue: loss of body weight balance due to unstable knee support. The complaint is an isolated occurrence. To conclude, while the incident occurred the sara 3000 lift was being used for resident transfer. The silence blocks were worn and from that perspective, the system was not up to the manufacturer's specification at the time of the incident hovewer performed investigation showed that this specific malfunction is not considered as contributing factor to resident's fall. This complaint decided to be reportable based on the potential of serious injury if the incident would to re-occurre.

Event description:
On (B)(6) 2018, an arjohuntleigh representative was informed about an incident related to the sara 3000 active floor lift. The issue occurred in the (B)(6) nursing home located in (B)(6). Following the complaint's description, the (B)(6) years old male lost his body weight balance and tipped forward onto the lifting arm. As a consequence of the event the resident suffered the sprained wrist and bruised eye and he was ambulatory treated in a hospital.